Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# n1d0124y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# n2g0325y) sigphandle, sig power sigphandle handle (sn# unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (sn# (B)(6)) egia45amt, egia45amt egia 45 artic med thick sulu (lot# unknown) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# unknown) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# unknown) sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot# unknown) egia60amt, egia60amt egia 60 artic med thick sulu (lot# unknown) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that there was knife damage, application over an obstruction, and application over thick tissue. Visual examination noted that the reload was fully fired. The reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. The staple pushers were partially flush with the cartridge. Functional testing found that the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. The test media was transected. The interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. This issue can occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, after firing two black reinforced reloads, the surgeon changed it to the purple reload. When firing, the blade stopped and displayed an error message which showed the jaws with the sign of opening it. The surgeon tried it with a new purple reload again and had the same issue. It was also mentioned that the jaws of the device locked on tissue and no other steps were taken to removed it. The knife was able to be retracted without opening it manually. The surgeon end up using a third black non reinforced reload to resolve the issue. There was no patient injury. The device was received without any accompanying information. Medtronic's initial evaluation of the incident found that there was a reload thick tissue issue. The reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed.